Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the pump had intermittent power and the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/29/2016 with the following findings: the pump's black box showed evidence of unexplained pump reboot events beginning on (B)(6) 2016. The black box also showed call service 054 errors on the complaint date. The pump intermittently powered on with the returned battery cap. The battery cap threads were damaged. The pump was able to power on normally with a test battery cap. The battery compartment was cracked and had damaged threads. There was a crack in the pump casing near the case seal. The pump was exercised for 24 hours with no power issues observed. There was no evidence of internal moisture.